Event description:
In a voicemail message left on 5/21, the patient stated that started using v-go today and patient got in the shower and while she was bending over, patient felt something change. The patient stated that the glue had come off and she felt the needle come out and go back in. The patient stated that the whole v-go came off of her stomach after she came showered. The patient mentioned that when she bent, her skin tightened and the v-go worked itself out.